Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly which resulted in the pump shutting down. Additionally, the pump's history was incorrect in recording battery charge. The customer¿s blood glucose was 250(mg/dl). Although requested, the customer did not upload pump data logs to investigate a possible cause. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.